Manufacturer narrative:
(B)(4). Patient information was requested and the customer declined to provide the information.

Event description:
The customer reported the ventilator alarmed with audible alarm failed. The customer reported there was patient involvement with no harm to the patient.

Manufacturer narrative:
.